Manufacturer narrative:
Other relevant device(s) are: product ID: vnmc3737c182tu, serial/lot #: (B)(4), ubd: 08-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a thoracic aortic dissection. It was reported 3 days later, a clot was identified at the lij (left internal jugular) and extending to the brachiocephalic. The sponsor assessed the event as related to study device, procedure & dissection. It was reported that a residual dissection extension to the left common iliac artery was also diagnosed 3 days post the index procedure. The clinical events committee (cec) assessed this event as not related to the study device and related to the procedure. This event is continuing. No cause was reported. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received : corelab review of non-contrast CT images from 3 days after the index procedure identified a stent graft infolding on device vnmc3737c182tu ( sn (B)(6)). The infolding was also noted on the same device on CT imaging at approximately 4 months , 18 months 24 months and 31 months post-index procedure. There was no endoleak and no fracture noted. Site review of the same images did not identify false lumen perfusion, endoleak, migration, or stent-induced new entry tear . The maximum aortic diameter at 3 days was noted to measure 63mm and at 24 months, 41mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : a CT was performed one year and one month post the index procedure . The site reviewed this and noted no false lumen perfusion, endoleak, sine or extension of dissection. The maximum aortic diameter measured 40mm. Corelab reviewed the same CT and noted no endoleak or fracture . Corelab noted the persistent stent graft infolding on the stent graft v29992395. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.